Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's rectal bleeding event resolved on (B)(6) 2017. The patient's anticoagulation medication was withheld during the event and an esophagogastroduodenoscopy and colonoscopy was performed. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with one episode of hematochezia and hemoglobin drop. Past medical history is remarkable for diverticulosis/gastrointestinal bleeding. The patient was transfused 2 units of packed red blood cells. No further information was provided.